Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip was difficult to open and due to a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. An nt clip was prepared per IFU and positioned towards the valve. When trying to open the clip in the left atrium, it could not open. Troubleshooting was successful and the clip opened. The grippers were then checked, but one of the grippers was not functioning. Troubleshooting was successful and the gripper began to function. For confirmation, opening of the clip and gripper actuation was tested, but the gripper failed to actuate once more. A replacement device was used to complete the procedure, reducing mr to grade 2. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open the clip and single gripper actuation issue were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open the clip, and the reported single gripper actuation issue, could not be determined as no issue was identified by analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.